Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge could not be installed onto the pump. The customer reported a blood glucose level of 75 (mg/dl). During troubleshooting with tandem technical support, a check revealed that the o-ring and a plastic piece from the previous cartridge used was still on the pump's pneumatic tap. The customer removed the o-ring and plastic piece and was able to install the cartridge.